Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced excessive heating at the ipg pocket site with stimulation on. Also, the heating occurs while using the patient controller and during the charging sessions. Additionally, it was reported external factors interfere with the intensity of stimulation output of the ipg. Diagnostics confirmed there is no infection. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg resolving the issue. Reportedly, therapy was resumed post operatively.

Manufacturer narrative:
The ipg was returned for analysis. The ipg was able to fully charge and pass auto test. No temperature increase was observed during programming using the returned ipg and also pocket heating testing while charging was conducted using the returned ipg and test standard le charger for 10 hours and analyses of the test data revealed that the temperature distributions on the ipg surface were within specifications. No anomaly was observed that would have affected the operation of the ipg or reported event. No problem was identified.